Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "the cuff was tested prior to use. The cuff could not be inflated completely was found immediately after intubation." Alleged event reported occurred during use. Medical intervention reported was replacement of the tube. Patient condition reported as "fine".

Event description:
Customer complaint alleges "the cuff was tested prior to use. The cuff could not be inflated completely was found immediately after intubation." Alleged event reported occurred during use. Medical intervention reported was replacement of the tube. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, one sample was taken from current production at the manufacturing facility. The cuff pressure of the current production representative sample was then inflated to 25mbar using a calibrated endotest. The cuff pressure maintained at 25mbar for at least 30 minutes. The current production representative sample was then immersed into water. No bubbles were observed flowing out from the pilot balloon and cuff during the underwater test. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. Based on the investigation conducted, the complaint of "cuff would not inflate" could not be confirmed. The actual sample was not returned for investigation.

Manufacturer narrative:
(B)(4). One piece of actual sample was returned for investigation. A visual exam was performed and no defects were observed. The cuff pressure of the returned complaint sample was then inflated to 25mbar by using a calibrated endotest. The pressure of the cuff dropped rapidly. A leak test was performed and the sample was immersed in water. Air bubbles were observed coming from the cuff indicating a fast leak. The area of leakage was observed under magnification and a small cut mark was seen on the cuff. Based on the investigation performed, the reported complaint was confirmed. A 100% leak test is conducted at the manufacturing facility; therefore, any defects would be detected prior to release. As the failure was detected during use, it is most likely that it occurred during the intubation process, although this could not be confirmed.

Event description:
Customer complaint alleges "the cuff was tested prior to use. The cuff could not be inflated completely was found immediately after intubation." Alleged event reported occurred during use. Medical intervention reported was replacement of the tube. Patient condition reported as "fine".